Event description:
Event description guidant received information that this implantable lead, during the implant procedure had high thresholds. The doctor repositioned the lead but couldn't get capture at 10 volts. The patient was asystole so the doctor repositioned the lead. The doctor stated that the lead perforated the heart and the patient had tamponade along with a drop in blood pressure. The doctor drained the pericaridium and the blood pressure recovered.